Event description:
It was reported this valve was implanted, after the pt developed endocarditis of a previous mitral bioprosthesis. The implant procedure was difficult, as it was attempted through a right thoracotomy and then through sternotomy, but the final result was that the pt had significant mitral regurgitation and severe hemolysis requiring 2-3 transfusions per week. Approx two months postoperatively, this valve was explanted and replaced with a large 31 mm sjm epic valve. Additional info has been requested.